Event description:
Info received indicates the brake caster is not holding on the right side of the bed when the brake is engaged.

Manufacturer narrative:
The tech found the brake cam on the right side of the bed was broken. The tech replaced the cam to repair the bed.